Event description:
It was reported that with the bronchovideoscope error e216 occurred. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
E1 field: establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found that error e216 malfunction was reported when adjusting down angulation of the scope. In addition, the following reportable malfunctions were identified during the device evaluation: blackout occurs during angulation adjustment and squeezing damage to ccd (charged couple device) cable; due to damage on ccd unit, the specified resolving power was not obtained. Based on the results of the investigation, it is likely this is caused by use stress, or due to external factors or handling, which causes depression in the insertion part and causes compression damage (broken wires, etc.) To internal components and image sensor units. However, a definitive root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.